Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The catheter (ID 821623) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated and IFU was updated. Changes done: update of section with catalog number, update injection section (precaution of 25 punctions max in the dome, at multiples, locations, to avoid any risk of tearing), correct ec rep address, update section about trademarks, add website.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study - this case refers to an approximately 11-old male participant. An investigator reported this case from the biomarin sponsored study, cerliponase alfa observational study. "On 12-sep-2019, the participant underwent implantation of intracerebral ventriculostomy (icv) set (rickham, codman). The catalog and model number were 82-1623. The lot number was 3693875 and the serial number was unknown." "On 12-sep-2019, the participant was initiated on treatment with brineura (300 milligram, qow, intracerebroventricular use). The lot number for brineura was not reported. The most recent dose was administered on 20-jan-2026." "On 20-jan-2026, the participant's brineura infusion was administered from 08:30 to 13:00. At 14:30, the participant developed a grade 3 intraventricular reservoir leak. There was leaking seen from the infusion site. The participant was subsequently hospitalized due to the event. On 21-jan-2026, the device was successfully replaced with a power port slim implantable port, 6f single lumen. The event occurred at the clinic, and the device is not available for return. No laboratory or diagnostic tests were reported. No treatment for the event was reported. No action was taken with brineura due to the event." "The outcome of the event was reported as recovered/resolved on 23-jan-2026 at 14:34." "The investigator assessed the event of device leakage as not related to treatment with brineura. The investigator assessed the event of device leakage as related to the participant's icv device. Other etiological factors included the device was well past its expected life."